Event description:
It was reported that a fiber broke during a procedure. The fiber was removed, and the procedure was completed with another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that a fiber broke during a procedure. The fiber was removed, and the procedure was completed with another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in two pieces and the tip of the fiber was degraded. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during set-up and use may have contributed to the fiber break. According to the device instructions for use, user should ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based on the analysis results and information available, the interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in two pieces and the tip of the fiber was degraded. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during set-up and use may have contributed to the fiber break. According to the device instructions for use, user should ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based on the analysis results and information available, the interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that a fiber broke during a procedure. The fiber was removed, and the procedure was completed with another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.